Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented via remote transmission, low out of range pacing lead impedance was observed on the right atrial lead. A chest x-ray revealed that the lead was in a good position. The patient will continue to be monitored.